Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 3rd degree rectocele, 4th degree cystocele, and 3rd degree vaginal vault prolapse. It was reported that following insertion the patient experienced pelvic pain, extrusion, mesh erosion, recurrent urinary infections with worsening urinary frequency, urgency, nocturia, sui and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2007. Additional procedures were performed on (B)(6) 2008 and (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of vaginal graft from the anterior, posterior, and apical compartment and closure of enterocele on (B)(6) 2009 due to pelvic pain, status-post previous prolapse repair with synthetic mesh graft. It was reported that patient underwent revision of vaginal graft on (B)(6) 2008 due to pelvic pain.